Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and that the thresholds were unstable with positional changes. The lead was capped and replaced. No patient complications have been reported as a result of this event.